Event description:
The pt was having a cholecystectomy. The decision was made to convert from closed approach to open. Accordingly, the fiberoptic light carrier was disconnected from the camera and placed on the pt's drape. The anesthesiologist noted two small superficial burns (1 cm each) on the pt's left neck.